Manufacturer narrative:
On (B)(6) 2012, the fse returned onsite to evaluate instrument aspiration errors and found blood in the blood sampling valve (bsv) tray. An additional medical device report for that event ((B)(4)) was submitted as medwatch #1061932-2012-00363. (B)(4).

Event description:
Customer called to report that clear fluid was observed below the coulter lh750 hematology analyzer. On (B)(6) 2012, the field service engineer (fse) found that the tubing from the retic clear pump to the fitting was detached. The fse reattached the tubing and replaced the red stripe tubing from the retic shear valve to the retic chamber. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause is attributed to tubing that popped off from the retic clear pump. Operators were wearing gloves and laboratory coats at the time of the incident. There was no exposure to open wounds or mucous membranes, and no medical attention was sought. No death or injury is attributed to or associated with this complaint. No patient samples or results were affected, and there was no change to patient treatment.